Event description:
It was reported skin irritation. The patient was sensitive to allevyn gentle border dressing.

Manufacturer narrative:
We have now concluded our investigation into this complaint. As of today, no sample requested for this complaint has become available. Without further information or a sample we cannot progress our investigation or confirm the details supplied in this complaint. A review of the associated batch manufacturing records was not possible due to no lot number or product code being supplied. Due to insufficient information being provided a medical assessment was not possible. In the absence of additional information, our investigation remains inconclusive. At this time an exact root cause cannot be determined. If additional information becomes available in the future, this case will be reopened. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.